Manufacturer narrative:
A ge service rep performed an onsite investigation. The video connections were checked and the display adapter was reseated. The system and video output was tested using a slave monitor and found to be working as intended and put back into service.

Event description:
The customer reported that the system's live monitor would not display images. No pt injury was reported.